Manufacturer narrative:
The device was received and evaluated. The device returned within its original packaging and box. Inside the packaging, the device was returned 'as used' and in a blue bag package. The sheath of the device was loosely covered in a smaller package. The lot of the device was confirmed. The device was returned without the syringe and stopcock and without the biopsy adapter valve. The handle was in good physical condition, without any visible damage. The stylet and stylet wire were present. The handle lock is able to slide back and forth and lock, while maintaining its positioning as intended. The sheath adjuster screw is able to rotate and lock into place. The connecting slider is able to slide back and forth into both positions. The distal hypotube is present, near the distal end of the sheath. There were some noticeable rigid bends and smaller kinks along the sheath itself. The distal hypotube did have a slight bend to it. When advancing the needle, it was observed that while the stylet was able to protrude, there was no distal needle tip. It looks that the needle may have broken off approximately 5.0 inches from the distal end of the sheath when the handle is in the fully retracted position, however, because no needle tip was returned, this exact location of fracture cannot be verified. There was signs of heavy use along the sheath as there was spurts of dried blood scattered along the sheath. Since the needle tip was fractured off, the initial complaint can likely be confirmed. The dhrs (device history records) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. DHR review for this lot found no associated ncrs (nonconformance's), reported scrap or recorded process deviations relating to the reported failure. Based on the evidence of heavy physical usage on the device, the observed failure is a known phenomenon likely resulting from forcing the device through resistance. On page 13 of the device IFU (instruction for use) states "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument" olympus will continue to monitor complaints for this device.

Event description:
As reported, the needle broke off during retraction. After 2nd puncture, the needle was withdrawn, then the user noticed that the needle with part of the tube remained in the bronchoscope. The user has enough experience and there was no customer mishandling. The needle was pulled out together with the bronchoscope. The intend procedure was a bronchoscopy. The procedure completed successfully. There was a little extension of the procedure due to the needle stuck in the bronchoscope. The user removed the needle out of the tube and completed the procedure with a new needle. The needle broke inside the the bronchoscope, not directly inside the patient. No harm or injury of the patient. No user injury reported.

Manufacturer narrative:
Correction to h6-investigation conclusions. Added UDI.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 16-sept-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.